Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Lot number was not provided so device history record review cannot be performed. Two buttons and two suture strands were returned. Both suture strands have frayed ends. No sharp edges observed on the returned button's suture holes. This type of event is typically caused by applying excessive force on the shortening strands, nicking the suture with another instrument and/or fraying from sharp edge of the bone tunnel. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the mini tightrope implant suture broke following a fourth and fifth metatarsal angle correction surgery. Follow-up investigation: original surgery was on (B)(6) 2014. It was reported that post-op, the fiberwire suture from the ar-8914ds, mini tightrope for the 4-5 tightrope tore apart in an area other than where the surgeons knots were. Revision surgery was performed on (B)(6) 2015 to remove the washer from the lateral aspect of the left fifth metatarsal and to remove the broken suture and the tightrope washer. An oblique osteotomy was created and secured to complete the revision. All pieces were retrieved.